Event description:
Information received with return of the explanted device notes that the patient presented to the hospital with the device exhibiting no capture. Capture was regained when the device was programmed to the unipolar configuration at maximum output. "Battery noted to be rapidly depleting."